Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with auto mode switch episodes on their pulse generator. It was unknown if the patient experienced any symptoms. Review of stored electrograms indicated the presence of intermittent atrial undersensing due to possible junctional beats. Programming changes were discussed. No intervention was reported.